Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit and also mentioned a high blood glucose level of 486mg/dl at the time of the incident. The customer stated that they treated with injection shot and declined to troubleshoot for the high readings. The customer was assisted with battery out limit troubleshooting and also failed battery test as they mentioned receiving the alarm after inserting a new battery during batter out limit troubleshooting. Both troubleshooting resolved the issues as at the end of each, the insulin pump did not alarm. The insulin pump will not be returned for analysis.